Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated accutni result within the risk stratification range generated by the unicel (r) dxc 600i synchron access clinical system. Patient sample was re-centrifuged and retested on the same unit and lower result was obtained. The erroneous result was reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples were collected in greiner li heparin serum tubes and centrifuged for ten minutes at 3000g at 19 degrees c. The sample was 2/3 full and clear in appearance. Qc is performed twice a day and the qc data was within the customers established ranges. System check performed on 06/17/2010 was within instrument specifications. A bci field service engineer (fse) replaced parts and performed unit alignment and adjustments. Fse performed a routine system check and high sensitivity system check and both passed within instrument specifications. Although some hardware issues were addressed, a clear root cause can not be determined for this event.